Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device was not explanted. The investigation could not be completed and no conclusions could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: shi, j.s., et al (2015) clinical and radiological outcomes following hybrid surgery in the treatment of multi-level cervical spondylosis: over a 2-year follow-up. Journal of orthopaedic surgery and research (2015) 10:185 1-6. Republic of china. Purpose of study: the purpose of the study was to assess clinical and radiological outcomes in patients with cervical spondylosis in 3 contiguous segments. Anterior cervical discectomy and fusion (acdf) combined with cervical disc arthroplasty (cda) was performed in all patients. Patient demographics: 36 patients, 15 female and 21 male. Age range was 39 - 60(mean age 48.6). The acdf and cda procedures were performed between october 2008 and october 2012. Products used: unknown prodisc c and zero p. Complications reported: lateral radiographs showed a mild disc prosthesis migration (<3 mm) in two patients (2) without obvious symptoms at the 6-month follow-up examination. Concomitant devices: stryker cage. This is report 2 of 3 for (B)(4). This report is for an unknown prodisc c for migration.